Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) had a component failure of the encoder switch assembly as it was unresponsive . It was also noted that the upper and lower case was damaged and the hanger assembly was worn. The upper and lower case, encoder switch and hanger assembly were replaced. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was returned and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.